Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45 lead implant: (B)(6) 1994; lnq11 icm implant: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing, causing inhibition. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.